Event description:
It was reported that during a gastric bypass procedure, while using the pse60a device, on the eighth firing with a green reload on gastric tissue (with buttressing material) a crunch was heard and the blade did not retract. The surgeon attempted to use the reverse button, but it did not work. The surgeon then tried to release the device by pulling the manual override lever, but it also did not release the device from the gastric tissue. Ultimately, the surgeon was able to remove the device by pulling it from the tissue. The surgeon inspected the staple line and it was reported that it was ok, but it was then noticed that a yellow driver from the cartridge had fallen into the patient and was on stomach tissue. This piece was removed from the patient. At this point the surgeon decided to use an ec60a in order to fire medial to the previous firing, as he was not comfortable with the firing of the powered echelon. The ec60a was loaded with a green reload and buttressing material, and upon firing the device it was reported that the device stapled but did not cut and was also tough to fire. Finally, an ec60 was used and fired medial to the previous two firing and worked as expected to form the pouch. A leak test was performed and was negative. It was reported that the patient is fine at this time. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Malformed staples, damaged anvil. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Gastric. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? Following 1st firing cycle. What color cartridge was being used? Green. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? Yes. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? None reported. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What were the patient¿s pre-existing conditions? Obesity. How long has the surgeon been using this device for this procedure (in years)? 1st with powered, but ees user since 2006. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? None noted. Was the staple line incomplete or did it exceed the cut line? No, but device did not cut. The analysis results found that one ec60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete; however, the most distal staples were not completely formed. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.